Event description:
It was reported that a jinro pigtail nephrostomy catheter device was used during a nephrostomy procedure. During the procedure, the catheter got separated upon inserting into the patient's body. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of catheter detached.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of catheter detached. Block h11: investigation results: the returned nephrostomy catheter was analyzed, and it was noted that the device returned with metal cannula. Microscopic examination was performed under magnification, and it was noticed that the catheter was detached from the cap. With all the available information, boston scientific concludes that the reported event of was confirmed. The device history record review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of catheter detachment of device or device component was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the available information and investigation results, an investigation conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation since the problem traced to the device, but the investigations could not identify the actual root cause.

Event description:
It was reported that a jinro pigtail nephrostomy catheter device was used during a nephrostomy procedure. During the procedure, the catheter got separated upon inserting into the patient's body. The procedure was completed with another of the same device with no patient complications.